Event description:
It was reported that during a radical neck dissection and glossectomy procedure, the device's min button was activating intermittently and the hemostasis was not what he was used to when using this device in the past. He felt the hemostasis was lesser than normal and used a bovie to stop bleeders. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.